Event description:
While completing a rotator cuff repair, there was two crossft knotless biocomposite 4.75mm suture anchors used. The first anchor was inserted into the bone with a slight tap with a mallet but wouldn't thread into the bone. The surgeon punched another hole into the bone and the anchor still wouldn't thread. The next anchor we tried to use broke without even being placed into the bone. The piece that had broken off into the patient was removed with a grasper.